Event description:
The manufacturer received information alleging a failure of the device's battery and sensor. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a failure of the device's battery and sensor. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The customer is not returning the device for evaluation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.